Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing and the device gave a "double beep" alarm after power on with no cassette attached. The issue was determined to have been caused by the downstream occlusion sensor/air detector. The cause of the component problem was not established.

Manufacturer narrative:
Other text: event date was provided via email.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 device keeps beeping continuously. No adverse patient events reported.